Event description:
Per the clinic, the patient experienced shocking sensation with and without stimulation; and pain at the implant site. The device was explanted on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the date of this report.